Event description:
I am a type 1 diabetic, md was started on an insulin pump in (omni-pod) on (B)(6) 2024. Along with the dexcom 6 lor glucoses monitoring. I was switched to the dexcom 7 because it was supposed to be more accurate and the data would be on my iphone. I was also advised that they were going to stop manufacturing the dexcom 6. The dexcom 7 has failed repeatedly inaccurate readings, failed sensors (allow up to 3 hours for connection). I have treated hypoglycemic events multiple times when my g7 sensor readings read low and my glucoses was fine. If you don't treat the alarms will not stop. I have checked my glucose (finger stick) entered the info on the pump and the dexcom sensor app and it doesn't change until food is consumed. This then causes me to treat with extra bolus to counteract the hyperglycemic events that follow. The provider of dexcom 7 is well star and they cannot ship new sensors until my three-month supply has lapsed (medicare rule) and dexcom only allowed replacement t 4 times in a year (which I utilized in the first three months) it has cost me out of pocket over $600.00 to have continuous glucose monitoring. L called dexcom today due to another failure with dexcom alarming with low glucose of 60 and blood glucose check showed 247. Dexcom support services tell you, you have to allow for a 20% discrepancy between blood glucose and sensor results. I understand that, however when you call about this large of discrepancy and advise that it has happened three time with the last shipment of sensors; they ask for current serial number, which you have on the phone app and then the dates and serial numbers of the previous failures. They already have the data in the clarity app. Why ask the consumer for it? As a consumer you discard the box and the sensor apparatus after insertion. Pt codes: 1905, 1912. Device codes: 2917, 1535. Ref reports: mw5179103, mw5179104, mw5179105, mw5179107.